Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and determined that the display was faulty. The display was replaced to resolve the malfunction and subsequent functional verification testing did not reveal further issues. The device was returned to service. Photos of the replaced touch screen were provided and analysis confirmed that the reported malfunction is a known issue for which corrective actions have been initiated. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump became unresponsive during priming and would not carry out commands. There was no patient involvement.